Event description:
It was reported the reprocessor black particles in the tub. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) visited the site to evaluate the device and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the black particles in the reprocessing basin were likely caused by degradation of a hose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.